Manufacturer narrative:
The pod was received fully deployed. No bends or kinks to the cannula were observed. No damages or deficiencies to the fluid path were observed that could have resulted in the pod leaking during wear. A leak test was performed where the soft cannula was occluded, ratchet gear rotated, and fluid path was inspected. No damages or leakages were observed. No problem was found.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 350 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site (arm), the pod's cannula was found bent after insulin began leaking. As treatment, a new pod was placed.